Event description:
It was reported that after several attempts, the subject guidewire could not pass through the stenotic site. When the physician pulled out the subject guidewire for inspection again, it was found that the tip of the subject guidewire had stretched and broken. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.